Event description:
The end user reported that wafer with starter hole was off centered. The product was used on patient. No photo is available at this time.

Manufacturer narrative:
Device 6 of 7. E1: complainant state/province: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: no photographs were received for this issue for evaluation in accordance with work instruction (wi). No samples were available for this complaint, and therefore it was not possible to confirm the complaint. Batch record revision results: lot 3c05084 was manufactured on 30 mar 2023, in 23a line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 30 mar 2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1728761 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 22 mar 2023, complaints investigator ran a query in database to verify the complaints reported for the 3c05084 lot for the malfunction code defect and no additional complaints were identified. Historical nonconformance review: on 22 mar 2023, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) associated to the malfunction code defect for the lot number 3c05084 and as result, no nonconformance / corrective action / preventive actions (CAPA) for this malfunction code were generated during the manufacturing process of the referenced lot. Defect rate analysis: there have only been 7 defective parts confirmed to date from a lot size 7200 products. This represents a defect rate of only (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on our dr- standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 1.0. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as no photographs or samples were available for this complaint issue, it was not possible to raise an investigation for the issue reported. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop) to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.